Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called in, stating, she was unsure why her blood glucose levels were elevated and ranged between 224-479 mg/dl, since putting this pod on earlier in the day. Customer started a new pod successfully. No further issues were identified.